Event description:
It was reported the patient was not receiving good coverage on the right side of his body. Impedances were found to be >3600 ohms on contact #4. The patient still had good coverage on his left thigh. Reprogramming was able to cover the patient's left hip and ankle. The patient elected not to have any revision surgery at this time. No further interventions are planned. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), anchor model 3550-39, lot # n261706, programmer model 37743, serial # (B)(4), recharger model 37752, serial # (B)(4).